Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, premature battery depletion was noted on the device. Device exchange is anticipated. The patient was stable with no consequences.

Event description:
Additional information received indicated that the device was explanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was received in normal working condition and above elective-replacement voltage level (eri). Analysis indicated device was being implanted beyond its intended longevity and a false eri occurred on the explant date. Electrical and mechanical test results indicated normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of early battery depletion was not confirmed.